Manufacturer narrative:
The user reported a low glucose event after treating a high glucose event that was alerted by the system. The following example set was provided: around june 30, 2025 - user could not recall the exact time -sg out-of-range high glucose user bg: 50mg/dl the reported event could not be confirmed as the user was not using the system from 24 june 2025 through 3 july 2025. There was no glucose data available on 30 june 2025. Thus, the reported event could not be confirmed. Per case notes, the user did not seek medical treatment and resolved the event by eating some sugar. User's hcp was not aware. The user was advised to follow up with the hcp for further medical guidance.in an associated case of sensor inaccuracy which is inclusive of the reported event. Per case notes the user reported infection at insertion site and reported that the sensor came out of user's arm due to the infection on (B)(6) 2025. B4.date of this report 04 sept 2025. G3.date received by the manufacturer? 04 sept 2025. H6. Type of investigation updated to 4111. H6. Investigation findings updated to 3221. H6. Investigation conclusions updated to 67.

Event description:
Senseonics was made aware of an incident where user reported a low glucose event after treating a high glucose event that was alerted by the system. The following example set was provided: on (B)(6) 2025, user could not recall the exact time and sg was out-of-range high glucose and bg was 50mg/dl. User confirmed that he did not receive a low glucose alert at the time of the event, as he was receiving out of range high glucose alerts which was not able to confirm any information on dms as the user does not recall the exact date or time of the event.user didn't seek medical treatment. User resolved the event by eating sugar.user's hcp isn't aware of the event, and the user was advised to follow up with their hcp for further medical guidance.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.